Event description:
It was reported the epg (external pulse generator) appeared to be "pacing late," while on a patient. The epg was switched for another unit, which worked fine. No patient complications were reported as a result of this event. When the biomedical engineer received the unit, he tested it, and no problems were noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the heart lead flex was contaminated, the liquid crystal display (lcd) was out of specification, the upper and lower cases were broken, the ring cover and two side bail covers were broken, the lead flex cover was broken, the battery release and battery drawer were contaminated, the battery contacts were compressed, the keyboard pad was cosmetically scratched and the ring was bent.